Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmissions revealed that the right ventricular lead exhibited high defibrillation impedance. No device intervention was performed and the patient will be monitored. The patient had no adverse consequences.